Event description:
During the second transseptal, they could not get the faradrive sheath across. On the map they visualized the wire and it did look anterior and she mentioned that but the dilator did end up jumping through and it seemed to be like it went through the appendage. Caller stated that she is not 100 percent that's the issue but that's what the physician thought happened. Caller stated that once she had mentioned it was anterior, the physician checked with ultrasound and he saw there was an effusion around the right ventricle and decided to stop the procedure and "tap". The medical intervention provided to the patient was a pericardiocentesis. After the pericardiocentesis, it kept draining and would not stop, so they went to the operating room (or). Caller was unaware of the patient's last known status. A decanav (f curve) catheter and soundstar 10f (ge) catheter were in use. Confirmed the catheters were new and not reprocessed. Caller did not have any catheter information (catalog number or lot number) at the time of the call. Farapulse boston scientific was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).